Event description:
While using laparoscopic monopolar ligasure device at a level of 40 to cauterize bleeding area, an approximate 2mm unintended open area, below intended target area, of bowel was created. Surgeon had to suture opening closed to avoid bleeding. Possible spillage of bowel contents. Defect noticed on sheath behind jaws which caused the burn. No apparent ill effects to the patient.